Manufacturer narrative:
Product complaint # (B)(4). E3 initial reporter occupation: lawyer. Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2021: patient has a consult regarding his right hip with persistent swelling that has occurred nearly a year after his revision. He has been aspirated several times with no signs of infection. Chromium and cobalt levels are normal. He has some numbness and pain radiating down the back of his leg. MRI shows a very large pseudotumor around the right hip that has recurred as well as possible loosening of the right cup. X-ray review shows osteolysis around the stem proximally on the medial side. (B)(6) 2022: physical therapy note indicates patient had a second pseudotumor removal from his hip on (B)(6) 2021. He has weakness and difficulty walking requiring physical therapy treatments. It is unknown if any implants were revised. (B)(6) 2022: patient cancels physical therapy visits due to excessive ¿popping sounds¿ in his hip. Doi: (B)(6) 2020; dor: unknown; right hip second complaint.

Event description:
On (B)(6) 2022, x-ray findings right total hip prosthesis with acetabular cup and femoral stem indicated that there were no significant changes in irregularity and minimal heterotopic ossification involving the right greater trochanter. Surgical drain in place with small amount of pneumarthrosis and subcutaneous emphysema. No evidence of periprosthetic fracture.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.